Event description:
It was reported that during a laparoscopic colectomy, the inner cylinder could not be removed from the sleeve. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2024. D4: batch # unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2024. D4: batch # a9e34w. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2h12lp devices was returned with the obturator inserted thru the sleeve with no apparent damage. The device was visually inspected and no damaged found on the sleeve. The device was fully functional according to the manufacturing requirements. The event described could not be confirmed as the device was returned without any damaged. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.